Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803 investigation found sak emh found hp cable sterimate connection burnt/corroded from bad connection to steri-mate which also had a receeded pin, replaced both with new, verified tuning/calibration and tested all functions tested qa-mo.

Event description:
In this event it is reported that g136 cavitron plus handpiece cable reportedly not working. Investigation results indicated that the sterimate connection was burnt/corroded, therefore upgraded to serious.